Manufacturer narrative:
A patient is not receiving effective therapy due to lead migration was reported to abbott. It was also determined the lead showed high impedance. As a result, the leads were explanted and replaced. The ipg was electively explanted. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient is not receiving effective therapy due to lead migration. Surgical intervention occurred on (B)(6), 2023 where the leads were explanted and replaced.